Event description:
The event is reported as: the green piece of the bite-gard separated from the white piece. The device was being removed from the pt's mouth when the incident occurred. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.